Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms included discomfort at the site, redness, tenderness, aches, and fatigue. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot/serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.